Event description:
While taking the on-q pump out of pt, catheter broke off and left a retained piece inside the pt. [As reported in medwatch #mw1040825].

Manufacturer narrative:
The device involved in this incident was not available for evaluation. Without the actual product, a complete analysis cannot be conducted. Therefore, the info contained herein was based on the info provided by the initial reporter. To date, attempts at acquiring additional info from the initial reporter such as the pt's status, fragment removal and pump/catheter return have been unsuccessful. We tested four (4) retained catheters from the same lot (672989) involved in this incident. The tensile strength of the "mid-body" and "infusion" segment was tested, and the results were found to be within acceptable limits. We have conducted an investigation on previous catheter break incidents in order to show whether the catheter breaks are occurring within the estimated risks limits or not. The catheter failure rate was calculated since 2003 by dividing the number of total catheter breaks over the total number of catheters shipped, and it was found that the catheter breaks are occurring within the estimated risks limits. It is worth noting that I-flow's catheters are made of a non-toxic, medical-grade material that meets iso 10993-1 tissue compatibility guidelines for implantation of up to 30-days; complications may arise if a catheter (or portion thereof) is left in the body for longer than this period of time. If additional info that is pertinent to this event becomes available. I-flow will submit a follow-up report.